Event description:
It was reported that during the implant procedure there was oversensing and the patient had short periods of asystole. The lead connections were rechecked but intermittent oversensing continued. The device was not implanted. A new device was implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found.